Event description:
The customer received a blood glucose reading of 500mg/dl on the contour next link 2.4, retested on the contour link and a different meter, and the readings were 125mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. There were no strips left to return for investigation. Strip information was not provided. New test strips were sent to the customer.